Manufacturer narrative:
Unit passed self test and displacement test. Insulin pump error 53 found in the pump history (linenumber=111 and filenumber=540). Problem isolated to electronic assemblies. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer was able to clear the alarm and able to complete rewind. The self test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.